Event description:
The customer reported to siemens that they obtained erroneously elevated carbon dioxide, concentrated (co2_c) results on five patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician and were not questioned. The same samples were reprocessed on an alternate atellica ch 930 analyzer. The lower reprocessed results obtained were considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated carbon dioxide, concentrated (co2_c) results.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously elevated carbon dioxide, concentrated (co2_c) results obtained on five patient samples on an atellica ch 930 analyzer. Siemens is evaluating the event.

Manufacturer narrative:
Additional information (09-may-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the available instrument data files and the information provided by the customer and found that there were dilution probe aspiration and clog detect errors at the time the issue occurred, there were also sporadic errors on the reaction washer probes on the days before and after the event. The customer performed the precision study, which recovered acceptably. The cause of the event is unknown. A product issue was not identified. The device is performing within specifications. No further evaluation is required. Correction: in the initial MDR, the date received by manufacturer was inadvertently provided as 15-march-2025, but the correct date received by manufacturer is 14-march-2025. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2432235-2025-00106 was filed on 08-apr-2025.